Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl treated with insulin pump and manual injection. Customer stated they were able to smell reservoir and it smells like insulin. Displacement test passed. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of high blood glucose event. Customer last blood glucose reading was 160 mg/dl. The insulin pump will be returned for analysis.